Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The reporter indicated that a dell handheld computer will not turn on after being charged. Troubleshooting did not resolve the issue. The product has been returned to manufacturer and product analysis is pending.